Event description:
Customer reported she was receiving no delivery alarms during bolus. Customer was instructed to disconnect at the quick release and perform fixed prime; insulin did not exit and insulin pump alarmed no delivery. She was then advised to disconnect and reconnect the infusion set and reservoir; insulin pump alarmed during manual prime. Customer will be changing the infusion set and reservoir. Blood glucose value is 156 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.